Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had low blood glucose level and had alleged that the insulin pump was over delivering. The blood glucose value was unknown. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature. No harm requiring medical intervention was reported. The device will be returned and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0867 inches. No over delivery anomaly noted during testing. (B)(4).